Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 8.2 to 8.6 cm and 21.3 to 21.5 cm from the connector pin, which could have resulted in noise.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and the patient's condition was fine after the event.